Event description:
It was reported that during a two-level kyphoplasty procedure at l2-l3, a patient under conscious sedation began having difficulty breathing approximately 5 minutes after cement was injected into the vertebra. There was no signs of extravasation or thrombus under x-ray. The surgeon was wearing latex gloves during the procedure; however, it was reported that the patient had pre-existing pulmonary issues but no known allergies to latex. The patient was given epinephrine and benadryl which relieved the symptoms. Patient was reportedly doing well.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.